Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor scan in 10 minutes¿ error message after day 3 of applying the freestyle libre 2 sensor. As a result, the customer experienced symptoms of dizziness and cold sweats and was unable to self-treat requiring third-party treatment of oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.